Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that she was not as happy as she would have liked to be. She was going to call her health care provider's office as she wanted to try the last 3 programs. Due to inclement weather, she had not been able to get there as of yet.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3037, serial# (B)(4), product type: programmer, patient . Product ID 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer initially reported they never had therapeutic effect. Programs 1-3 were tested with little success. The manufacture representative placed the patient on program 1 after implant and she had tried programs 1 and 2 which she eliminated them. The patient was on program 3 and also had no success. The patient was now back on program 1 and was leaking almost as badly as she did prior to the implant. There was some improvement in her symptoms but not much. The hcp (healthcare provider) did not give permission to change programs. Additional information received from the consumer via the manufacture representative reported that the lead was replaced due to lack of effectiveness despite reprogramming attempts. A new lead was placed on the opposite side and the issue resolved at the time of the report. Indications for use include gastrointestinal/pelvic floor.